Event description:
Related manufacturer report number: 2017865-2022-37532. Related manufacturer report number: 2017865-2022-37534. It was reported that the patient had deceased due to an unknown cause. No additional information was reported.

Manufacturer narrative:
The lead was returned due to unknown death. As received, a complete lead was returned in one piece. Visual inspection of the lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.